Manufacturer narrative:
Device is a combination product. Literature citation: nakayoshi, t. Et al. (2016) differential angioscopic findings of neointimal coverage among first-, second-, and next generation drug-eluting stents. International journal of cardiology (223) p. 450-451. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same article as MFR report #: 2134265-2016-08825. It was reported that thrombus was noted. The article analyzed promus element and promus premier stents for coverage of stent struts post implant and found poor coverage and thrombus in an unspecified number of cases.